Manufacturer narrative:
Investigation: customer returned photos of a 3/10cc syringe. Customer states that the hub was detached from the barrel. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch #8316886. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. L2l dispatch #49656 was created on 06jan2019 for needle assembly not seating onto barrel. Root cause: the needle assembly press station was out of adjustment.

Event description:
It was reported that the hub detached from the bd ultra-fine¿ insulin syringe barrel before use. The following information was provided by the initial reporter, translated from japanese to english: "the hub was detached from the barrel."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub detached from the bd ultra-fine¿ insulin syringe barrel before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the hub was detached from the barrel."